Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that the patient was pre-treated with 5 days of platelet aggregation inhibitors (plavix/asa) and then underwent successful stent (subject device)-assisted coil embolization of an aneurysm located at the right post communicating artery (r-pcomm). Five to six hours post procedure, the patient experienced stroke-like symptoms at the parietal lobe. Emergent computed tomography angiography (cta) did not revealed significant clot. Follow-up magnetic resonance imaging (MRI) revealed tiny embolic cva (cerebrovascular accident) at the middle cerebral artery (mca) territory in the motor strip. Heparin was administered. According to the physician, the clotting/stroke was possibly related to either the stent or the coil mass at the pcomm artery. The patient neurological deficits resulting from the stroke were resolved after 4 days.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stent or with the endovascular procedures include, but are not limited to: stroke and emboli, noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications.

Event description:
It was reported that the patient was pre-treated with 5 days of platelet aggregation inhibitors (plavix/asa) and then underwent successful stent (subject device)-assisted coil embolization of an aneurysm located at the right post communicating artery (r-pcomm). Five to six hours post procedure, the patient experienced stroke-like symptoms at the parietal lobe. Emergent computed tomography angiography (cta) did not revealed significant clot. Follow-up magnetic resonance imaging (MRI) revealed tiny embolic cva (cerebrovascular accident) at the middle cerebral artery (mca) territory in the motor strip. Heparin was administered. According to the physician, the clotting/stroke was possibly related to either the stent or the coil mass at the pcomm artery. The patient neurological deficits resulting from the stroke were resolved after 4 days.